Manufacturer narrative:
The tech cleaned and lubricated the siderail latching mechanism to repair the bed.

Event description:
Info received indicates the left siderail is not locking in the up position.